Event description:
The customer obtained clinically discordant values for the testosterone assay on an immulite 1000 instrument. The patient was drawn in the morning and evening on (B)(6) 2013 and tested. On (B)(6) 2013 the evening sample from the (B)(6) 2013 blood draw was run again on the immulite instrument in triplicate. On (B)(6) 2013 the morning sample from (B)(6) 2013 blood draw was tested again in triplicate. The same morning sample was also tested on an alternate platform for confirmation. The results from the alternate platform and the immulite instrument were in agreement. On (B)(6) 2013 the patient was drawn once again in the morning and tested in triplicate. All the results from the immulite instrument and the result obtained from the reference lab were reported to the physician(s). The physician questioned the results as the testosterone results for the morning sample should have been higher than the results of the evening sample. There are no known reports of patient intervention or adverse health consequences due to the discordant testosterone results. As per the customer all quality control samples recovered within acceptable specifications.

Manufacturer narrative:
A siemens global product support (gps) specialist reviewed the customer data. Based on the data provided, the quality control samples and assay adjustments for the testosterone assay were within specifications on the day the sample was run. The results obtained on the immulite instrument were confirmed on the alternate platform and the results were in agreement. The cause of the marked elevation between the evening and the morning samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.